Event description:
A malfunction alarm was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to reset the pump, and customer technical support (cts) provided the necessary pump reset information. The caller was informed to reach out to cts for further assistance if needed and acknowledged understanding the instructions.